Manufacturer narrative:
Addendum to the previous report. This supplemental emdr is being sent to correct the reported manufacture and expiration date for the perfix plug. A manufacturing review was performed which found that the device provided was manufactured to specification. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided indicates the patient experienced infection and adhesions. Adhesions are listed as a known possible adverse reaction in the instructions-for-use. In regards to the allegation of infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ with the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum #1 to the previous report. This supplemental emdr is being sent to correct the reported manufacture and expiration date for the perfix plug. A manufacturing review was performed which found that the device provided was manufactured to specification. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. Addendum #2: this is an addendum to the previously emdrs submitted. This supplemental emdr is submitted to report additional information found in medical records provided. Based on the additional information received, no conclusions can be made. About 8 years post implant of the perfix plug, the patient was diagnosed with an incarcerated hernia, cellulitis, fistula, abscess and underwent mesh removal. The medical records provided do not indicate a cause for the patient's postoperative course. The instructions-for-use supplied with the device identify infection, fistula and recurrence as possible complications. Regarding infection the warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." Not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6)2007 - the patient underwent surgery for repair of an umbilical hernia. A bard perfix plug was implanted to repair the hernia defect. (B)(6)/2015 - the patient underwent an additional surgery to remove the infected perfix plug hernia mesh. The patient also underwent a small-bowel resection as the infected perfix plug hernia mesh was adherent to the small bowel. The attorney alleges the patient experienced adhesions, infection and was injured severely and permanently. Addendum per additional information provided: (B)(6)2007 ¿ the patient was diagnosed with chronic abdominal pain, intra-abdominal adhesions and umbilical hernia and underwent laparoscopic repair with implant of perfix plug. Per the operative report details, the hernia sac was excised. Adhesions were taken down. ¿an extra-large marlex mesh plug (perfix plug) was placed in the hernia defect and sutured.¿ (B)(6)2015 - the patient was diagnosed with incarcerated abdominal wall hernia with cellulitis, fistula, abscess and underwent small bowel resection & infected abdominal wall mesh removal. As per the op-notes, "entered a pocket of fluid. I elevated the umbilicus off of the mesh. The mesh was a marlex plug (perfix plug), and the central leaf¿s of the plug appeared not to be incorporated into the abdominal wall and were in this fluid, consistent with a mesh infection. I proceeded to remove the plug. I was able to separate the plug from the abdominal wall, and a piece of small bowel was attached to the plug. This was concerning for erosion of mesh into the bowel. Attorney alleges that the patient developed adhesions, pain, hernia recurrence, infection and underwent bowel/intestinal removal & mesh removal surgery. Mesh migration and emotional injuries were also alleged.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2007 - the patient underwent surgery for repair of an umbilical hernia. A bard perfix plug was implanted to repair the hernia defect. On (B)(6) 2015 - the patient underwent an additional surgery to remove the infected perfix plug hernia mesh. The patient also underwent a small-bowel resection as the infected perfix plug hernia mesh was adherent to the small bowel. The attorney alleges the patient experienced adhesions, infection and was injured severely and permanently.